Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 5. Details of surgery: primary stability not achieved. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding and inflammation. No further patient complications were reported.